Event description:
Pt 3 yrs since left inguinal hernia repair. He developed a wound infection and for three yrs had a draining sinus tract. On exploration was found to have a sinus tract with infection deep to muscles in the central core of the mesh plug.

Manufacturer narrative:
Received medwatch report. No info available on pt or where event occurred. Unable to confirm that product was root cause of pt infection.